Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1823.

Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tube was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complaint, the balloon deflated allowing the device to fall out. The procedure was repeated with another device from an unknown manufacturer. The procedure was able to be performed successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.